Event description:
White end of pacifier came out of the mouthpiece & could be a choking hazard to the newborn. Checking remainder of pacifiers in the case on the ob unit revealed 14 more with the same white plastic plug which could be pulled off.